Manufacturer narrative:
(B)(4).

Event description:
It was reported the t2 did not deploy. A backup device was readily available. There were no delays or patient injuries reported.

Manufacturer narrative:
One 72202468 fast-fix 360 curved needle delivery system device received. The complaint reported: ¿t2 non-deployment¿. The device was returned without t1, t2 or suture. The device is used, with considerable disfigurement of the needle. It is extremely bent, bowed and twisted. This indicates resistance and difficulty reaching desired surgical location. The device no longer cycles or actuates due to disfigurement. The physical condition indicates aggressive use. Under warnings the IFU states ¿do not bend the delivery needle. The fast-fix 360 devices are manufactured with straight or curved delivery needles. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed.¿ no root cause related to the manufacture of the device can be established.

Manufacturer narrative:
Device investigation narrative - due to no product being returned the complaint could not be confirmed. Evaluation and investigation are not possible. No definitive conclusions can be made without pertinent manufacturing information or a device to evaluate. See communications for timeline. No further actions can be taken at this time. If relevant information becomes available to assist with traceability, the complaint will be revisited.